Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) with a blood glucose level of 500 mg/dl. The customer was treated for their blood glucose with manual injections. The health care provider thinks the issue was not insulin pump related problem due to the sensor being off. The customer was wearing the insulin pump during their hospital stay. The customer stated that they will call back regarding the issue at a later time. The customer did not troubleshoot and did not send the product back for analysis.